Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A lot number also wasn't provided, so no DHR could be performed.

Event description:
The initial reporter stated that they had blood backing up into the administration set. Mmdg did follow up with the initial reporter who stated that the patient was "fine" and that they had no issues after the original complaint. ((B)(4)).